Event description:
Caller states that a patient arrived at the hospital in critical condition and reportedly received the following results on the inform system with comfort curve strips within 10 minutes: 467 mg/dl and 126 mg/dl. Patient passed away due to heart disease - no reported adverse event related to the erratic results. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.